Event description:
It was reported to boston scientific corporation that an exalt model d scope was used on an endoscopic retrograde cholangiopancreatography (ercp) used to treat biliary issues performed on (B)(6) 2023. During the procedure, the scope error screen appeared on the monitor. The procedure was successfully completed using another exalt model d scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block h10: the exalt model d scope was visually inspected. During returned product analysis, it was noted the handle, shaft, and umbilicus had signs of white residue that could be flaked off with tweezers. An image assessment was performed by connecting the device to an exalt controller. No issues were observed with the image. The handle was opened to visually inspect the repeater button pcba at the top of the handle, and the electronic components routed through the bottom of the handle; no visual defects were identified. Fluid residue was noted along the edges of the handle halves, however, no residue or problems with the internal components were observed. Even though the reported complaint could not be confirmed through the returned product analysis, a photo was provided by the account depicting the exalt model d monitor with the scope error screen (triangle with an exclamation point). The exalt controller that was used with this scope was returned. Residue was observed in the controller receptacle, where the exalt model d scope umbilicus is plugged in for use. The residue is likely a result of a lack of, or improper, cleaning of the controller. Based on all gathered evidence, the cause code selected is cause traced to maintenance, which indicates that problems were traced to improper routine or preventive maintenance and confirms the reported complaint. Additional information based on updated device analysis completed on march 8, 2024. With all the available information, boston scientific concludes the probable cause of the reported event was determined to be unintended user error caused or contributed to event, which indicates that problems were traced to improper routine or preventive maintenance. H6 evaluation conclusion code changed to "unintended user error caused or contributed to event" based on updated device analysis completed on march 8, 2024.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used on an endoscopic retrograde cholangiopancreatography (ercp) used to treat biliary issues performed on (B)(6) 2023. During the procedure, the scope error screen appeared on the monitor. The procedure was successfully completed using another single-use scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block h10: the exalt model d scope was visually inspected. During returned product analysis, it was noted the handle, shaft, and umbilicus had signs of white residue that could be flaked off with tweezers. An image assessment was performed by connecting the device to an exalt controller. No issues were observed with the image. The handle was opened to visually inspect the repeater button pcba at the top of the handle, and the electronic components routed through the bottom of the handle; no visual defects were identified. Fluid residue was noted along the edges of the handle halves, however, no residue or problems with the internal components were observed. Even though the reported complaint could not be confirmed through the returned product analysis, a photo was provided by the account depicting the exalt model d monitor with the scope error screen (triangle with an exclamation point). The exalt controller that was used with this scope was returned. Residue was observed in the controller receptacle, where the exalt model d scope umbilicus is plugged in for use. The residue is likely a result of a lack of, or improper, cleaning of the controller. Based on all gathered evidence, the cause code selected is cause traced to maintenance, which indicates that problems were traced to improper routine or preventive maintenance and confirms the reported complaint.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used on an endoscopic retrograde cholangiopancreatography (ercp) used to treat biliary issues performed on (B)(6) 2023. During the procedure, the scope error screen appeared on the monitor. The procedure was successfully completed using another single-use scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.